Manufacturer narrative:
Evaluation revealed the distal posterior lateral humerus plate, the three locking screws and the bone screw to be the subject products. No further associated products were reported. A physical examination of the distal posterior lateral humerus plate could not be carried out as it was implanted. A review of the device history records could not be carried out as the lot code was unknown. Review of the device history records for the locking and bone screws revealed no discrepancies. The items were documented as faultless prior to distribution. During investigation no material, design or manufacturing related issues were found. One bone screw and three locking screws were received for evaluation. The bone screw was broken near the head. The breakage surface showed a cliffy and rough structure indicating that the screw broke spontaneous in a brittle fracture due to a torsional overload during insertion. The appearance of the damage pattern (torx-profile stripped) indicated that excessive forces must have been applied during screw insertion leading to the breakage of the screw. In case of intended use such damage would not have occurred. Concerning the three locking screws received, the reported event (¿locking screws into a round hole and none of them locked¿) could not be confirmed or reproduced. A functional test was carried out with a sample distal lateral humerus plate, which revealed that all three locking screws could be locked / unlocked into/ from the plate as intended without any difficulties. The locking screws showed slight traces of use, but were still fully functional. Based on the above facts it can be ascertained that the root cause was not related to a deficiency of the devices, but was rather linked to an inadequate handling by the user.

Event description:
Doctor was placing a posterior medial variax elbow plate. He tried to put three different 2.7mm locking screws into a round hole and none of them locked. He left that hole in the plate with no screw. As he was finishing placing screws in the rest of the plate, he was tightening down a 2.7mm nonlocking screw, and the head of the screw snapped off the shaft. He had to leave the shaft of the screw in the patient.

Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
Doctor was placing a posterior medial variax elbow plate. He tried to put three different 2.7mm locking screws into a round hole and none of them locked. He left that hole in the plate with no screw. As he was finishing placing screws in the rest of the plate, he was tightening down a 2.7mm nonlocking screw, and the head of the screw snapped off the shaft. He had to leave the shaft of the screw in the patient.